Manufacturer narrative:
Sorin group (B)(4)manufactures the s3 roller pump. This incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that during the procedure, the roller pump stopped and displayed an error code. There was no pt injury. Sorin group (B)(4) tested the pump and could not reproduce the problem. Without the ability to reproduce the problem, sorin group (B)(4) could not determine the root cause. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that during the procedure, the roller pump stopped and displayed an error code. There was no pt injury.